Event description:
No further details at this time. To be confirmed. "As per cc form" 31-jan-2022: after introducing the system to the expected implantation site, it turned out that the system is blocked and the prosthesis cannot be released, after several attempts the system broke, which is visible in the attached photo a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence general questions: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement 2. What endoscope type and channel size was used? Olympus tjfq180v 4,2mm. 3. What was the position of the elevator? Was it opened or closed? Was open. 4. Details of the wire guide used (diameter, type, make)? Cook metii-35-480. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: 1. What was the length and diameter of the stricture? Ok 3cm. 2. Where was the stricture located in the body? Head of the pancreas. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Like always, 5. Was the stricture dilated before stent placement? It was not necessary. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? No. 2. Was the directional button pressed during use? Yes, at the right moment. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? The denture did not slide out a bit from the set, the set was defective and blocked, not even a minimal movement could be made. 5. Are images of the device or procedure available? 1 images. Questions related to during introducer withdrawal; 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? No 2. Did the stent open sufficiently to allow withdrawal of introducer safely? The stent did not open and the patient was completely removed. 3. Was the safety wire fully removed before removing the delivery system? 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? Yes one picture. Questions related to during stent repositioning/removal: 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning / removal?

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
The evo-fc-10-11-6-b device of lot number c1870813 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. As per image provided, flexor appears to be broken at the clear section. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1870813 did not reveal any discrepancies that could have contributed to this issue. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. From the image provided flexor (clear section) appears to be broken. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of investigation and update to the investigation conclusion.